Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual and excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), cervical cyst ("nabothian cyst") and cervicitis ("chronic cervicitis"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, cervical cyst and cervicitis outcome was unknown. The reporter considered abdominal pain lower, cervical cyst, cervicitis, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: on unknown date : hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual and excessive bleeding / irregular bleeding") in a 33-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included migraine, menorrhagia, endometrium cystic, chronic salpingitis, vaginal discharge, vulval itching, vaginal odor, urine odour foul, adhd, vaginitis bacterial and allergy to antibiotic. Previously administered products included for an unreported indication: depo-provera. Concomitant products included topiramate (topamax) since (B)(6) 2012 for migraine as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), betamethasone dipropionate;clotrimazole (lotrisone), clindamycin phosphate, clindamycin phosphate (cleocin), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2012, misoprostol (cytotec) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and allergy to metals ("allergic reaction to the essure device / allergic to copper / allergic reactions to components of essure subsided"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 6 months 23 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("unusual periods"), cervical cyst ("nabothian cyst"), cervicitis ("chronic cervicitis"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal area pain") and uterine cervical pain ("cervical area pain"). The patient was treated with surgery (total laparoscopic hysterectomy, left ovarian cystotomy). Essure was removed on (B)(6) 2012 at the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, cervical cyst, cervicitis, allergy to metals, uterine leiomyoma, depression, abdominal pain, vulvovaginal pain and uterine cervical pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cervical cyst, cervicitis, depression, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain, uterine cervical pain, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: once doctor was sure that all coil expansion had occurred, the handle was then rotated counter-clockwise until the delivery wire was visibly disengaged from the essure micro-insert. The number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results: on unknown date : hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality-safety evaluation of ptc. Incident we received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual and excessive bleeding / irregular bleeding") in a 33-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included migraine, menorrhagia, endometrium cystic, chronic salpingitis, vaginal discharge, vulval itching, vaginal odor, urine odour foul, adhd, vaginitis bacterial and allergy to antibiotic. Previously administered products included for an unreported indication: depo-provera. Concomitant products included topiramate (topamax) since (B)(6) 2012 for migraine as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), betamethasone dipropionate;clotrimazole (lotrisone), clindamycin palmitate hydrochloride (cleocin pediatric), clindamycin phosphate, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, lisdexamfetamine mesilate (vyvanse) since (B)(6) 2012, misoprostol (cytotec) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and depression ("depression") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia") and allergy to metals ("allergic reaction to the essure device / allergic to copper / allergic reactions to components of essure subsided"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 6 months 23 days after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("unusual periods"), cervical cyst ("nabothian cyst"), cervicitis ("chronic cervicitis"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal area pain") and neck pain ("cervical area pain"). The patient was treated with surgery (total laparoscopic hysterectomy, left ovarian cystotomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder, dyspareunia, cervical cyst, cervicitis, allergy to metals, uterine leiomyoma, depression, abdominal pain, vulvovaginal pain and neck pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cervical cyst, cervicitis, depression, dyspareunia, genital haemorrhage, menstrual disorder, neck pain, pelvic pain, uterine leiomyoma and vulvovaginal pain to be related to essure. The reporter commented: once doctor was sure that all coil expansion had occurred, the handle was then rotated counter-clockwise until the delivery wire was visibly disengaged from the essure micro-insert. The number of expanded coils that appeared trailing into the uterine cavity was 6. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results: on unknown date : hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- allergic reaction to the essure device / allergic to copper, fibroids and depression, abdominal pain, vaginal area pain, cervical area pain, did not undergo confirmation test. Medical history, historical drug, concomitant drug, reporter information, aka name were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report